Event description:
On (B)(6) 2011, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, a computed tomography scan revealed an indeterminate endoleak contributing to aneurysmal enlargement (amount unknown). A follow-up angiogram is planned, but has not yet been scheduled.

Manufacturer narrative:
A review of the manufacturing paperwork verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.